Event description:
It was reported that a spectrum infusion pump failed flow rate test at 22 ml occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, failed flow rate test 22 ml was reproduced. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Evaluation sent the device for flow rate testing . The device was tested at a rate of 40 ml/hr with a vtbi of 20 ml. The total amount infused was 21.115 ml, for an error percentage of 5.575%, which is a failing result. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be upstream thermistor values to be out of range. The ultrasonic sensor requires replacement to address this issue.